Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture. Also, healthcare professional confirmed the event right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: underweight and broken shell and others. A microscopic analysis was performed. Which identified, a sharp broken with stress marks near of the broken site. This condition was called surgical impact. And a striated broken on radius. A dimension measurement in the shell was performed. Which identify, the thickness within specification. Based on the device analysis, the final assessment is: a sharp broken on radius assessed, as surgical impact. A striated broken on radius assessed, as surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.